Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000727. H3: a medtronic representative went to the site to test the equipment. Testing revealed that there was no x-direction movement (forwards and backwards.) The x-stage cover was removed, and the issue persisted. When pressing the x-drive motor, it began clicking and would fail. The x-drive belt was removed, and the motor was tested with no tension/load. The motor would not spin for the gantry to move backwards. The door was manually closed, and the door opened and closed normally. The x-drive motor required replacement. It was noted that the system would be stuck in invalidate home until the x-drive gets replaced. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A150204 was coded for inability to close the gantry. A110201 was coded for the system booting to standalone mode. A1502 was coded for the system being stuck in invalidate home. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door was not closing or moving in the x-direction. It would make a clicking sound when pressing the buttons on the pendant. The system would only boot in standalone mode. The system was stuck in invalidate home as it was not able to be completed. There was no patient involvement.

Manufacturer narrative:
The system was serviced in the field and the x-drive motor was replaced. Previously reported codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.